Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 10mm amplatzer septal occluder was selected for implant. During the procedure, the device was reported to have been defective and would not hold its form in the patient. The device was removed and a 35mm amplatzer cribriform occluder was implanted (lot number: 6123277). Per report, there were no patient consequences and no clinically significant delay in the procedure and the new device deployed without reported issues.